Event description:
It was reported that the patient was seen with low impedance. Tablet data was received for further investigation. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.